Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events for alenti device we have found a number of cases with similar fault description (safety belts not used). The device was found to be in full working order and was directly involved in the event. The device was used for treatment at the time, it was operating to specification. In the event description and from interview with the customer we see that the reason for the person on the device to slip, was the fact that the alenti device was not the correct device for use with the described resident mobility category, moreover the safety belt was not used. If the safety belt was used, it would have helped to keep resident in the correct position. Arjohuntleigh recommends that as a reminder of the instructions for use indications, the facility establishes regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use (as per device labeling): the resident should be active or semi-active (i.e. Able to sit upright unsupported on the side of a bed or toilet), the resident should understand and respond to instructions to stay seated in a upright position. During the bathing procedure it is possible to remove safety belts as well as the back rest but again the resident should be assessed properly if this is appropriate: "if desired, and the resident is capable, you have the option of releasing the safety belt and rotate the backrest and/or the handrest out of the way, allowing the resident to recline against the back of the tub." The alenti device is intended for use with patients who are able to site in upright position. The incident description shows that the patient slipped down while bathing what can be a result of patient not being suitable for use with this device and that the patient assessment was not done properly. Therefore -as stated by the customer facility also - there appears to have been no deficiency with the device but a number of use errors caused the event, the most relevant use error being a failure to evaluate the person before use with alenti device. From this we conclude that this unfortunate event was caused as a result of staff incorrectly or not following the patient handling procedures as indicated in the instructions for use of the device.